Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial lead dislodgement was noted when performing a post-implant device check on an asymptomatic patient. The lead was repositioned successfully. The patient is stable.